Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Clinician reports normal saline drips around stylet wire through the t-lock stopper while preparing the catheter for insertion. Clinician discards device and obtains a second device for insertion, which also leaked around the stylet. The 3rd PICC leaked when flushing the catheter at the end of the procedure, but did not leak before the procedure. No patient or clinician harm reported. No other information was provided. This report addresses the second device.